Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient receiving an unknown medication via an implanted pump. The indication for pump use was post lumbar laminectomy syndrome and non-malignant pain. The hcp was calling for MRI compatibility guidelines. The procedure was not due to a problem with the patient¿s infusion system and no patient symptoms were reported. Per the hcp, the patient said that the pump was not functioning anymore. The hcp had no additional details and the event date was unknown. No further complications have been reported as a result of this event.